Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. Corrected data: d4 UDI #. Investigation summary: call home did not reveal and issues or errors until the end of the case, when a probe temperature measurement error issues. This can usually indicate the user breaking the cannula to dispose. The returned device's cannula was broken off at the 9cm mark from the tip-the remainder (tip end) adjacent to the tip was not included. The potential cause of the broken cannula is unknown. Since the portion of the broken cannula containing the tip was not included with the return, a probe tip break cannot be verified. A search of nonconformities (ncs) was performed for lot ml22027420. There were no observed nonconformities for this lot.

Event description:
It was reported that the tip of probe broke in cirrhotic liver post ablation. Patient was sent to surgery to remove fragments. No delay was reported.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what was the insertion approach for the ablation procedure? Percutaneous. Was a lateral force applied to the probe at any point during the procedure? No. Did the probe require extra force during insertion? No. Did the physician experience any resistance during insertion and/or use? Yes, liver was very cirrhotic. Were there any probe complications/was the probe working normal during the ablation procedure? Yes, but received error when attempting cauterization. When the probe was removed, was any angulation applied? No. When did they notice the tip was broken off post ablation? Yes. When was the patient sent to surgery to remove the fragments after the broken probe tip was discovered? Yes. Is call home data available? Yes. Can the device be returned for analysis? Yes. What is the patient¿s current status? Fragments were removed and patient recovered from last conversation with physician. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.